Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was discarded and is not returning. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to a potential leak, noted during device preparation. It was reported that during preparation of the steerable guide catheter, per instructions for use, the fluid column would not hold. The device was inspected with no other issues noted. There was no patient involvement and the device was discarded. No additional information was provided regarding this device issue.